Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported in a journal article that the patient underwent an excision and direct closure of burn wounds procedure in acute burns on unknown date between (B)(6) 2010 and (B)(6) 2012 and unknown suture was used in the deep-dermal layer and/or at the epidermis. Following the procedure, the patient probably experienced superficial dehiscence, which occurred, probably, due to a reaction to buried suture material or extrusion of suture material and was managed successfully with dressings. It was possible that the patient experienced wound infection, which resolved with oral antibiotics, and/or hematoma, which required evacuation and re-suturing. The patient possibly developed a complete wound dehiscence, requiring return to the hospital and was subsequently grafted. Additional information has been requested.